Event description:
Revision surgery - the patient suffered a fall which loosened the stem. The surgeon replaced the size 7 rsp humeral stem, +4 socket shell, and 36 semi constrained liner.

Manufacturer narrative:
The reason for this revision surgery was identified as trauma after (B)(6) years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint reports history shows this is the (B)(4) complaint for this part number: (B)(4) due to dislocation, (B)(4) for trauma, (B)(4) due to infection, (B)(4) for dissociation, (B)(4) due to instability, (B)(4) for pain, (B)(4) for non-assembly, (B)(4) due to a broken screw, and (B)(4) for stability/poor joint. This is the first complaint for this lot number. The root cause for the trauma was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.